Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of this report is revised to january 16, 2019. The recipient's device was reportedly activated. The external visual inspection revealed cut silicone overmold on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a loudness growth issue and poor performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.